Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a damage (flakes off) on the femoral marker in the sheath assembly. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup was found within the telescope section of the device. Windup were encountered in the double heat shrink area in the telescope area. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 22-nov-2016. It was reported that lost image occurred. The target lesion was located in the moderately tortuous and mildly calcified left main coronary artery. An opticross¿ imaging catheter was selected for use. During the procedure, lost image occurred after the first automatic pullback. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported. However, device analysis revealed a damage at the femoral marker/marker flakes off.